Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission device showed incorrect dates due a diagnostic anomaly. Patient later presented in clinic and device was interrogated with a programmer and device showed correct date information. Patient was stable.